Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also stated that the patient had difficulty to charge the ipg and align the charger due to migration. The patient underwent a revision procedure wherein a new lead was added for additional coverage.